Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that a request had been made to send inventory pocket loads. A technical support specialist (tss) contacted the customer and informed them that the team was ready to send the pocket loads for vs-1c and vs-1d. The customer preference for only the load messages and requested messages be sent for one station at a time. So, the tss did appropriate settings. The customer confirmed that the message had been sent. The same steps were repeated for vs-1d. The pocket load messages were successfully sent for both vs-1c and vs-1d. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower, the user had request to send inventory pocket load. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.